Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Claim # (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +20.5 diopter, and the lens tore. The lens was partially inserted and was removed within the same surgery, with no patient injury. The backup lens was implanted. The reporter stated the lens was not folded properly during the loading process and the cause of the event was due to user/technique error.